Event description:
It was reported that the system 9800's monitor was blank. System had to be replaced in order to complete procedure. There was no pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The left monitor was replaced. The system was tested and found to be working as intended and placed back into service.